Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from the balloon. A visual and microscopic examination identified a longitudinal tear starting at the distal markerband and extending 5mm proximally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for treatment. Upon third inflation, it was noted that the balloon ruptured at 11atm for 15 seconds. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for treatment. Upon third inflation, it was noted that the balloon ruptured at 11atm for 15 seconds. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.